Manufacturer narrative:
The pump was received with a critical pump error and was unable to download due to moisture damage on the electronic assembly. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests or test for the lost sensor alarm due to the critical pump error. The pump had minor scratches on the display window and a scratched case. Moisture damage was noted on the motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a critical pump error alarm. Customer's blood glucose levels at the time 7.0 mmol/l. Troubleshooting occured. Advised insulin pump would be replaced.